Event description:
It was reported the programmer has been randomly powering off. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lem (link electronic module) printed circuit board assembly caused the shut down. Lem printed circuit board assembly found out of electrical specification. Product ID: 229047 analyzer. (B)(4).